Event description:
The hcp reported the pump was leaking and the pt was experiencing increased spasticity and increased pain. It was thought that the catheter was occluded, so the pt was brought to the or for revision. During the procedure, the catheter was detached from the pump and aspiration of the catheter was attempted. No spinal fluid was able to be aspirated. A new catheter was placed and attached to the pump. The pt returned to the recovery room in stable condition. No complications were noted. The pt is currently doing well and has no complaint with her device system at this time.